Event description:
Information received from the field notes that the patient presented to the office with no complaints, but the device exhibited loss of capture and sensing. When the output was increased, loss of capture was still observed. The patient is not pacemaker dependent.